Event description:
Caller reported a malfunction on the pump, specifically a communication error with the touch screen, which was identified by the malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the problem did not recur. The customer was advised to continue using the pump and to report any recurring issues.